Manufacturer narrative:
Patient movement is observed during treatment of ak #1 which could contribute to a corneal perforation. Surgeon placed a suture to seal.

Event description:
On (B)(6) 2024, while (B)(6) was onsite for surgery day attendance, dr. ( (B)(6) ) reported during procedure ID # (B)(6), the arcuate incision had cut through and ruptured as when pressure on it. Dr. Noted the scans had gone well, but the patient moved slightly before the laser treatment began.